Manufacturer narrative:
The insulin pump powered up properly. No button error alarm, blank display or audio beep anomaly noted. Device had no button response due to corroded keypad traces. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The device had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and blank display. The customer stated that the battery cap was not damaged or corroded. The display did not return after troubleshooting. The blood glucose at the time of the incident was 110 mg/dl. The device was returned for analysis.